Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely the clogged foreign material in the nozzle occurred due to insufficient cleaning (handling problems). However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿[inspection of the endoscope]. 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function]. Inspection of the water feeding function. 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. While observing the endoscopic image and confirm that water flows on the entire objective lens.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera iii gastrointestinal videoscope exhibited image blackout and was unable to restore the image. There were no reports of patient harm or impact associated with this event. During testing and inspection of the returned device, the nozzle was clogged with foreign matter, which had been attributed to insufficient cleaning. According to the customer, it is unknown if the device was cleaned, disinfected, and sterilized the product before it was sent in for repair. It is unknown when the foreign material adhered to the nozzle, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle was cleaned with lint-free cloths/brushes/sponges and the air/water nozzle was flushed with detergent solution. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
Initial reporter's address: (B)(6) clinic. The device was returned to olympus for evaluation and the customer's allegation was not confirmed or reproduced. Due to clogging of nozzle, air and water supply volume does not meet the standard value. Also, the water removal ability does not meet the standard value. Additionally, the device evaluation revealed the following findings: adhesive on bending section cover (a-rubber) had a chip; connecting tube had a buckling; connecting tube had coating peeling. (1mm2 or more); plastic distal end cover (c-cover) had a dent; adhesives around light guide lens had white-clouded area; adhesives around light guide lens was peeled; light guide lens was cracked; adhesives around objective lens had white-clouded area; paint on suction-cylinder was peeled; paint on air/water-cylinder was peeled adhesive on bending section cover (a-rubber) had a crack; connecting tube had a wrinkle; due to damage on scope-connector, a noise image occurred; and scratches were found on multiple components of the device. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.